Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant, the patient presented to the emergency room (ER) with, "shocks and jumping in," their, "chest," which was diagnosed as phrenic nerve stimulation, perceived in their chest and back. The right atrial (ra) lead had lost slack. The ra lead was revised/ repositioned, sutured in place and remains in use. The right ventricular (rv) lead had high thresholds, no capture and dislodgement, which caused phrenic nerve stimulation. The rv lead was revised/repositioned and remains in use. No further patient complications have been reported as a result of this event.